Event description:
According to available information, the patient with this device experienced an infection. No additional information is available regarding treatment and no other adverse patient effects were reported.